Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 450 mg/dl which was treated with manual injection. Customer was using insulin pump within 48 hours of reported event. Customer stated that no air bubble were found in set. Customer declined further troubleshooting. Device will not returned for analysis.